Manufacturer narrative:
On 5/13/2021, bwi received additional information regarding the event. The patient is a 53-year-old male patient (80 kg). This adverse event was discovered post-use of biosense webster products. The patient was reported as fully recovered. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
On (B)(6) 2020: during a post-market clinical study, it was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation using an unknown thermocool® smart touch® sf. On (B)(6) 2020: recurrence of atrial fibrillation. On (B)(6) 2021: the patient recovered from recurrence of atrial fibrillation. Per the study investigator, the following event evaluation was reported: seriousness: serious. Relationship with the device: unlikely related. Relationship with the procedure: unlikely related. Based on the responses of the investigator this will conservatively be reportable.

Manufacturer narrative:
On 6/22/2021, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).